Manufacturer narrative:
Additional information provided. The main component of the system and other applicable components are: product ID: 9734733, version: 2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that rebooting the system resolved the issue at the time of the event. The site has had no more issues with this system.

Manufacturer narrative:
A manufacturing representative went to the site to test the equipment. No failures were found and the system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while doing an imaging system calibration with the navigation system, the navigation system became unresponsive. A software reboot was recommended. There was no patient involved.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.